Event description:
It was reported that the light cable, which was plugged into a light source, burnt the thumb of the scrub tech near the end of a hysterectomy procedure when the user was switching from a laparoscopic scope to a cystoscope.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the light cable, which was plugged into a light source, burnt the thumb of the scrub tech near the end of a hysterectomy procedure when the user was switching from a laparoscopic scope to a cystoscope.

Manufacturer narrative:
The device was not returned to stryker endo for investigation, therefore, the failure mode could not be confirmed. The complaint will be closed without a detailed investigation report and based on probable root cause. In the event that the device is received, the complaint will be reopened, a full evaluation will be conducted, and the investigation will be updated with the new results. Probable root cause for the reported failure involving this device could have been caused by a lightsource malfunction and/or user error. The product was not returned for investigation and the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.